Manufacturer narrative:
The perforator bit subject to this MDR was returned to the manufacturer for evaluation and is waiting on functional testing. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. On completion of the testing, a follow-up MDR will be submitted.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop. It was also reported that there was no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The perforator bit subject to this MDR was returned for evaluation. Function testing of the returned device was performed. No atypical results were noted during replication cut testing. The perforator bit functioned as intended in all cases. The root cause is undetermined.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop. It was also reported that there was no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.